Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered on the atrial and right ventricular (rv) channels. The atrial pacing impedance measurements were less than 200 ohms and the rv pacing measurements were greater than 2000 ohms. The rv channel produced normal impedance measurements in unipolar configuration, however; noise was noted. Additionally, noise was over sensed resulted in pacing inhibition in bipolar configuration when the patient moved his arm. The device was reprogrammed until a lead revision could be performed. The system was removed from service and replaced. No additional adverse patient effects were reported.